Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was loss of pneumo with three 12mm trocar when a 5mm instrument was inserted. They continued to use the trocars to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. (B)(6).